Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The catheter was removed after the patient had been successfully treated. Upon removal, a hard substance was noticed on the treatment segment of the catheter. Evaluation of the closurefast was completed (B)(6) 2016. The closurefast catheter (clf) was received for evaluation in a zip-lock styled bio-hazardous pouch with the introducer sheath. The clf was inspected and noted fluorinated ethylene propylene (fep) damage approximately 4.5cm from the distal tip. Due to the increased diameter of the fep deformation, the introducer sheath could not be removed. The fep deformation was viewed under microscope and noted blood embedded the fep material. The fep showed the material wrinkled and showed signs of peeling. The coil was bent and the coils appeared compressed at the location of the bend. The fep material showed the coil beneath the fep was exposed at segments of the deformation. The customer provided images of the coil segment of the clf. The picture showed fep deformation in alignment with deformation found during inspection of the device in the lab. The customer's interpretation of a "hard substance" was confirmed from the picture provided and visual inspection of the received device. The combination of blood found embedded the fep and fep deformation on the coil segment was the observation made by the customer. Per instructions for use: "caution: failure to compress the vein over the full length of the heating element may result in inconsistent effectiveness and/or possible catheter damage."